Event description:
Additional information received from the patient reported the patient didn't have any appointments scheduled with their primary doctor. What the patient had "03 and 04" and ever since he had recommended it be a slow start. The patient couldn't fill out the questionnaire because they had not seen his hcp since (B)(6). They inquired how to get a soft start.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0340521v, implanted: (B)(6) 2003, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3387-40, lot# j0454428v, implanted: (B)(6) 2004, product type: lead. Product ID: 64001, lot# n570933, implanted: (B)(6) 2015, product type: adapter. Product ID: 3387-40, lot# j0340521v, implanted: (B)(6) 2003, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 64001, lot# n570933, implanted: (B)(6) 2015, product type: adapter. (B)(4).

Event description:
A consumer whose indication for use was essential tremor and movement disorders reported that the ins was turned on fast and hard. No patient symptoms were reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent